Event description:
The user facility reported finding a pair of latex gloves, labeled correctly ans sealed, inside a retail box of non-latex gloves. This issue was identified prior to use, no patient harm reported; however, could have led to harm if the gloves had been opened and set out in the or.